Event description:
Filed a report to philips and got a registration number (#(B)(4)), contacted again (B)(6) 2021; I'm now getting a run-around, need the device. What can be done? This is for a CPAP machine that is under recall notice. FDA safety report ID# (B)(4).